Event description:
The recipient is reportedly experiencing retention issues. The recipient was given a steroid injection to reduce skin flap thickness.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly completed the steroid injection. External equipment was exchanged and the recipient's issues resolved. The recipient will be managed per center protocol. Additional treatment details will not be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.